Manufacturer narrative:
This report was submitted after the 30 day due date as csi has retrospectively determined that this event meets the definition of a serious injury and therefore will be submitted as an MDR. The device was discarded by the facility; therefore, an analysis of the reported device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.

Event description:
During a coronary orbital atherectomy procedure, the tip of a csi orbital atherectomy device (oad) became detached. Multiple passes were performed with the device at low speed. The device was unable to pass through the lesion, and it was noted that the tip of the device had detached inside the patient. The device fragment was removed and the patient remained stable with no adverse consequences.